Event description:
It was reported that this patient was seen in the hospital, and shock therapy was provided. Upon review, it was noted that this implantable cardioverter defibrillator (ICD) device did not provide therapy when needed. The boston scientific representative would be further discussing with the cardiologist. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, e1 initial reporter title, initial reporter first name, initial reporter last name and e3 occupation.

Event description:
It was reported that this patient was seen in the hospital, and shock therapy was provided. Upon review, it was noted that this implantable cardioverter defibrillator (ICD) device did not provide therapy when needed. The boston scientific representative would be further discussing with the cardiologist. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the current programmed zones were aggressive, and the patient had over 60 episodes within a six-hour period. Review of past stored episodes showed a similar rhythm that was successfully treated at that time. While this ICD system lacked a right atrial (ra) lead, the physician confirmed the patient was in ventricular tachycardia (vt) and appropriate programming changes were made. No adverse patient effects were reported.